Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the ventricular output connector was broken. It was also noted that the upper and lower cases were broken, the battery release was contaminated, the ring cover was contaminated, one case screw was the wrong part, the battery contacts were compressed, the ring was bent, the battery drawer had pry marks, and the keyboard was scratched. (B)(4).

Event description:
It was reported the input connectors on the epg (external pulse generator) were broken. The epg was returned for repair. There was no patient involvement.